Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. The patient underwent a cryogenic ablation for av nodal reentrant tachycardia (avnrt) and af. The patient's ejection fraction has improved and programming changes were made. The patient did not experience any symptoms besides the shock.